Event description:
Recently, we have had 4 reported incidents with this piggyback tubing from ICU medical. The solution in the piggyback does not flow as programmed and instead the fluid is pulled from the main bag. All solutions have been primed and set up correctly.I have these 4 devices, but have also received verbal reports of this occurring "a lot" recently.